Event description:
It was reported that the patient's wife noticed a quarter-size, burn-like mark on their neck close to where the lead turns to go "up ward". It was noted that it was not painful and it is not clear if it was erosion or a burn or if it was related to the lead component of the implantable neurostimulator (ins). The patient was going to follow up with their healthcare provider. Additional informati on was requested, but was not available at the time of this report.

Event description:
Additional information received indicated that this event was not related to the deep brain stimulation therapy in any way. The patient had dental work done and some solution from the dental work got on his skin. The patient had no problems with the area; the skin was healed. No abnormal impedances were reported either.

Manufacturer narrative:
Programmer: model 37642, serial# (B)(4), extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model # 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Concomittant system: neurostimulator model 37603, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Lead 3389s-40, lot# v476627, implanted: (B)(6) 2011, explanted: na. Extension: model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. (B)(4).